Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition. The temperature on the liquid crystal display (lcd) was inaccurate. A review of the event history log (ehl) was not applicable. During the functional testing the reported issue was able to be duplicated. The printed circuit board (pcb) was found to be faulty. The root cause of the issue was unable to be determined. Replaced the pcb and performed preventative maintenance.

Event description:
It was reported the device temperature shown was "not normal". Reporter stated no patient was involved.